Manufacturer narrative:
B3 date of event: used the date the comment was received on survey: 02/28/2025, actual event date was not known. D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown even after good faith efforts were exhausted.

Event description:
Reported via online quantitative survey: it was reported that leaks and thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and watchman laa closure device(s) were implanted. A physician reported via an online quantitative survey that they have seen many patients develop clots on the device and have leaks. Multiple attempts were made to acquire more information from the physician; however, no response was received. No further information was provided.